Manufacturer narrative:
12/21/2015: during follow up, the customer indicated that they changed out the site twice, however bgs levels remained elevated, and the pump appeared to be working fine. Customer had since resumed injection therapy, and was to meet with their healthcare provider. Additional attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 315 mg/dl. Customer attempted to treat elevated bgs by administering correction boluses using the pump, with no success. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer change out the insertion site and consult with their healthcare provider.